Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant cyclosporine results while using the architect cyclosporine assay. The customer provided the following results (ng/ml): sid (B)(6): initial 245.4, retest 113.5; compared to mass spec results: 60, 70 no impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. It was noted that sample handling issues were identified at the customer site. An accuracy testing protocol was executed using lot 18265m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect cyclosporine reagent list number 01l75, lot number 18265m500, was identified.